Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial knee arthroplasty that there was no product found in package. Surgery was completed by using another product. No further information to report at this time.

Event description:
It was reported that during unknown knee arthroplasty that there was no product found in package. Surgery was completed by using another product. No further information to report at this time.